Event description:
It was reported that the lbb lead was implanted in septum and dislodged. It was replaced and discarded.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Based on the data we received, the root cause of the of the observed dislodgement cannot be determined. Should additional information or the device itself become available for analysis, the investigation will be updated.